Manufacturer narrative:
Calibrations for glucose, k and na were last performed on 05-aug-2024. The qc recovery data provided was acceptable. The field service engineer (fse) found pinched tubing on the vacuum valve in the rinse head and repaired it. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The glucose reagent lot is 77896201 and the expiration date is 30-apr-2024. The na and k electrode lots and the expiration dates were not provided. The field service engineer (fse) found a pinched valve and repaired it. The investigation is ongoing.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 and gen.2 ise indirect for k and na results for 360 patient plasma samples on a cobas 6000 c (501) module. The customer was having issues with qc the day after periodic maintenance was performed which prompted them to repeat patient samples from (B)(6) 2024 between the dates of (B)(6) 2024. The reporter was able to provide four patient samples with discrepant results. The exact dates of the initial and repeat results were not provided. For sample 1, the initial glucose result was 82.32 mg/dl. The sample was repeated and the result was 48.83 mg/dl. For sample 2, the initial k result was 3.89 mmol/l. The sample was repeated and the k result was 4.49 mmol/l. For sample 3, the initial glucose result was 95.59 mg/dl and the initial k result was 3.89 mmol/l. The sample was repeated and the glucose result was 68.37 mg/dl and the k result was 4.50 mmol/l. For sample 4, the initial glucose result was 92.40 mg/dl, the initial k result was 4.18 mmol/l, and the initial na result was 140 mmol/l. The sample was repeated and the glucose result was 48.01 mg/dl, the k result was 5.36 mmol/l, and the na result was 146 mmol/l. The repeat results were deemed correct.